Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply wa adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had "x-ray on and x-ray disabled" errors. These errors result in a shutdown of the system. There is no report of injury or death associated with the event described in this complaint.